Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the passage through tissue the needle came loose from the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the needle piece removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure name and date? Lot number? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 3/2/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? Yes what tissue/location was suturing when pull off occurred? Unknown were there any unexpected outcomes or complications as a result of this suture needle pull off event? No procedure name and date? Unknown device return status/follow up? Was discarded by hospital lot number unknown